Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the air dermatome by zimmer biomet (B)(4) on (B)(6) 2019 revealed that the device operated below motor speed specifications and was outside calibration specifications at the zero thickness setting only. Repair of the air dermatome was performed by zimmer biomet (B)(4) on (B)(6) 2019 which included replacement of the vespel sleeve bearing, semi-circle shaft bearing, screws and motor. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet (B)(4) it was noted that the device operated below motor speed specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the customer tested the air dermatome handpiece before operation and found that the equipment did not respond and could not work after pressing the switch. Therefore, there was no harm, no delay, or medical intervention. Subsequently, the investigation revealed that the device operated below motor speed specifications. No adverse events were reported as a result of this malfunction.